Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record (DHR) information. Once we get more information it will be submitted in a supplemental. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where the hemostasis valve of the sheath broke. It is unknown if the valve was detached from the sheath or not. The sheath was changed out for another, and the procedure was completed without any patient consequence. No further information regarding this complaint is available. The exact nature of the damage is unknown, but it is possible that the damage could be related to separation of valve components. Such a separation creates the potential for significant bleeding or air embolism, which may require additional intervention to prevent serious injury or death. As a result, this event is conservatively being considered MDR reportable.

Manufacturer narrative:
A device history record (DHR) review was performed for this device on 12/27/2016: the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).